Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of hospitalization. The customer's blood glucose reading was unknown. The customer stated that he was not doing well. The customer stated that he had more issues with the pump since the last call. The customer stated that the set changes were difficult. The customer was scheduled to meet with diabetes team. The customer was advised to call helpline if needed.